Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
School nurse states that the following readings were obtained on a student, using the aviva system, within 10 minutes: 200s-range mg/dl and 400s-range mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and strips, and replacement was sent.